Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo gastrectomy. According to the reporter: jaws would not completely close upon loading the device. Surgeon may have hit green safety button before closing the jaws. Surgeon ended up figuring it out and the device functioned properly. Current patient status: good. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.